Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There was no reported pt impact associated with this complaint. The pt said the pump was slow to respond to keypad button presses. The pt denied exposing the pump to moisture or cleaning the pump.